Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. However, as a preventive measure the pneumatic module was replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the cutter function stopped working. Several different vitrectomy cutters were used to troubleshoot. There was no patient harm. Additional information has been requested.